Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: unknown, implanted: (B)(6) 2005, product type: catheter. Product ID: 8711, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor and via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump it was reported that the pump segment of the patient¿s catheter (which had been implanted in 2005) was damaged, and the hcp wanted to replace just that segment of the catheter. Information regarding compatibility of the patient¿s existing catheter and another new catheter was requested from technical services. No patient symptoms were reported. It was indicated that the procedure was scheduled for (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID 8711 lot# unknown serial# implanted: (B)(6) 2005. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for follow-up indicated that the patient had experienced increased spasticity related to the catheter damage. The catheter damage was identified in surgery. It was unknown how the catheter became damaged. The explanted segment would not be returned for analysis.